Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a system displayed a system message and a footswitch would not work during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
Additional information: the customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 5, 2004. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on may 23, 2006. Based on qa assessment, the product met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample showed no nonconformities. The footswitch was connected to a calibrated infiniti console and the system was powered on. The treadle and switches were tested and they met specifications. The returned sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).